Manufacturer narrative:
Fdc code has been updated. Previous code d02 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: visually, portions of the flex circuit were bent/creased when returned. Electrically, the maximum resistance from electrodes to pins shall be 20 ohms and the actual measurements were 108 ohms (blue with clear tubing), 472 ohms (blue), 727 ohms (red with clear tubing), and no reading (red) which all electrodes were out of specification. Functionally, for further analysis, the device was connected to a nim system, and the flex circuit leads on the distal end of the tube were submerged in a saline solution to perform functional testing and vocalis 2 (channel 2) failed the electrode check and had excessive feedback during the noise test. A review of the global complaint data showed no similar complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. PMA / 510(k) #: device was not cleared or sold in us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the tube was faulty during thyroidectomy operation. There was no signal even after hcp repositioned the tube. There was current, it doesn't show 0. Surgeon change to another tube and then got signal from the new tube. There were no other indicators. There was no patient impact.